Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer attempted multiple troubleshooting steps with the assistance of technical support, including inspecting various parts and cleaning the pump, but was not able to successfully load a new cartridge. Technical support then referred the issue for escalated troubleshooting, which confirmed the issue persisted. Consequently, a decision was made to replace both the pump and cartridges. The customer was informed they would receive a replacement pump with updated software, and instructions were provided for returning the faulty pump and setting up the replacement pump. The customer acknowledged all instructions and a replacement pump was sent.